Event description:
It was reported that a t:slim x2 pump battery would not charge, and the screen remained dark. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.